Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam, premature activation and stent material separation were able to be confirmed. The reported entrapment of device was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the complaint history of the reported lot revealed similar complaints from this lot, indicating there is a potential quality issue. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a 95% stenosed de novo lesion in the right superficial femoral artery (sfa) with heavy calcification and moderate tortuosity. After pre-dilatation, the 6x150mm absolute pro ll self expanding stent system (sess) was advanced to the target lesion on a 0.035 non-abbott guide wire (gw) and the thumbwheel was unlocked, when 2 mm of the stent was noted to have been released from the delivery sheath and adhered to the vessel wall. An attempt was made to release the stent further; however, the thumbwheel met with resistance. The left lower extremity artery was punctured to assist in the removal of the 6x150mm absolute pro ll stent. The stent was pulled back into the delivery sheath and was removed with force. However, 2 mm of the stent had separated and remained inside the patient. A 6x150 mm supera stent was implanted without issue. Then, after a 7x120mm absolute pro ll stent was implanted to treat the target lesion, the blood flow in both the femoral arteries and the popliteal artery were noted to be slow; therefore, additional dilatation was performed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.